Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to suspected aseptic loosening of the shell. Intra-operatively, shell loosening was confirmed and ecentric poly wear was observed. Rep confirmed that no further information will be released by the hospital or surgeon.